Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier: sid (B)(6) and sid (B)(6).

Event description:
The customer stated that falsely reactive alinity I hbsag qualitative ii values were generated for a male patient sample. The following data was provided: sid (B)(6) tested on (B)(6) 2023. Initial result 1.43 s/co (reactive). Repeat results 5.51 s/co (reactive). Hbsag conf% 97 c2 result = 5.56 s/co (confirmed positive). Patient retested with new sample on (B)(6) 2023 sid (B)(6) result = 0.29 s/co negative no impact to patient management was reported.

Event description:
The customer stated that falsely reactive alinity I hbsag qualitative ii values were generated for a male patient sample. The following data was provided: sid (B)(6) tested on (B)(6) 2023. Initial result 1.43 s/co (reactive). Repeat results 5.51 s/co (reactive). Hbsag conf% 97 c2 result = 5.56 s/co (confirmed positive). Patient retested with new sample on (B)(6) 2023 sid (B)(6) result = 0.29 s/co negative no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 47549fn00 and the complaint issue. The overall performance of alinity I hbsag qualitative ii was reviewed using field data from customers worldwide. The patient median result for lot 47549fn00 is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I hbsag qualitative ii reagent for lot 47549fn00 was identified.